Manufacturer narrative:
The technician found the side rail latch bracket shoulder bolt and nut is missing. The technician replaced the side rail latch bracket shoulder bolt and nut to resolve the issue.

Event description:
The technician alleged that the side rail is not locking in the up position. No patient impact.